Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The print on the returned meter label is rubbing off, however this defect does not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. Customer did comparison readings and received a 37 with the right hand and 200 with the left hand. She has not received the solution yet. She is upset and just wants to have them meter replaced. I told her about the difference between hands and she just goes on about needing it to be replaced. She has been a diabetic for 31 years and knows everything plus she has taken classes on how to use glucometers! She has had the meter for about a year. It seemed to be fine when she first purchased the meter and she started having problems about 2 months ago. She keeps her meter in her purse but doesn't leave it in her vehicle. When she is at home, it is on her kitchen table. Explained recommended storage but she is arguing about whether storage makes any difference. She tests 3-4 times per day. She keeps her strips in the original bottle and changes her lancets every other day. Then she stated every day when I suggested changing the lancet every test. She said that is what she tries to do. There have been no changes in diet, exercise, meds or stress. Washes hands with soap and water and an alcohol. Wipes dry. She stated that she had taken insulin and then passed out at work because the meter read too high. So I told her that we needed to fill out an incident report and that it was very important to get as much information as possible. At first she was very uncooperative but as the call progressed, she became more compliant. On (B)(6) 2014 she took a reading and it was approximately 140-150 (she doesn't recall actual reading). She was at home and took her insulin based on that reading and then drove to work. At work she started to sweat and show symptoms of low sugar and eventually passed out at work. She did not seek medical attention. She ate something to bring her sugar back up and went back to work right away. Replaced product.